Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n559356003, implanted: (B)(6) 2016, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal at a dose rate of 72 mcg via an implantable infusion pump for spastic paraplegia. It was reported that the pump was implanted on (B)(6) 2022. The pump was replaced on (B)(6) 2022 due to battery life. The patient experienced a hematoma around the pump. On (B)(6) 2022 fluid accumulation was observed in the pump implantation site. The wound site was therefore opened and removal was done. The accumulated blood was identified as a hematoma and not a drug solution or cerebrospinal fluid. Regarding an attending physician¿s comment, it was indicated that the issue was not directly related to the pump itself or the drugs. It was further noted as having been the persistent bleeding from granulation tissue or the membrane which is caused by the reactivity of opening and re-suturing the subcutaneous pocket. It was also noted that this was considered to be the same condition as the chronic subdural hematoma. No pump operability test, rotor test, or catheter x-ray was performed. It was further noted that two physicians said that the surgery was performed carefully and that it was unlikely that it was caused by the procedure. The outcome of the event was not recovered. Regarding causality, it was indicated that the relationship of the event to drug was unrelated. It was further noted that there was no relationship of the event with the device (pump, catheter, or programmer), or procedure. The patient¿s weight at the time of the event was unknown.